Manufacturer narrative:
Approximately 70 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that following implant, the doctor found that the shunt diversion was poor. According to the report, the doctors thought there was a problem with the shunt, so it was replaced. Reportedly, there was no injury to the patient and they were in normal condition.

Manufacturer narrative:
Approximately 70 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.